Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the issue occurred the day before the issue was reported to olympus and wanted a return material authorization number to return the defective device back to olympus for evaluation and replace it with a new one. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The device was attached to the ultrasonic generator/electrosurgical generator usg-400/esg-400 and a probe check was performed. The device passed the probe check. Both switches were checked and both switches were functional. A visual inspection on the received condition was performed on the device. There appeared to be some charred tissue build up located near the distal end. The polytetrafluoroethylene (ptfe) pad (teflon pad) was inspected and found severely worn as the tip of the teflon pad was melted. There was a small portion of the teflon pad that was damaged as well as missing. The missing portion of the teflon pad had metal exposed. The distal end of the device was inspected under a microscope and there was no visual indication of damage to the probe unit. However, there were heavy signs of char marks on the probe. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, in the middle of a laparoscopic bilateral salpingectomy procedure, the tip on the thunderbeat melted. The intended procedure was completed with another thunderbeat with less than a five (5) minute surgical delay. No other device was involved in the event and no other device was replaced. No patient injury reported. The device had been inspected prior to use and appeared normal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The distal end of the tissue pad was intensively worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.